Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient first injected with 0.6 cc juvéderm® volbella¿ with lidocaine into the tear trough (tt)1-tt2-tt3 and 0.4 cc to nasolabial (nl)1-2. Approximately three months later, patient received a second injection of 1 cc juvéderm® volift¿ with lidocaine in the nl1-2-3. Approximately 1.5 years later, patient got a third injection of 0.3cc juvéderm® volbella¿ with lidocaine in the lip3 and 0.7cc in the nl 2-3. Three months later, patient received a fourth injection of 1 cc juvéderm® volbella¿ with lidocaine in the lip 1-2-3 and 1.0 cc in the cheek superficial. Three months later, patient got a fifth injection of 1 cc juvéderm® volift¿ with lidocaine in the cheek 1-2 shallow. The following week, a six injection was of juvéderm® volbella¿ with lidocaine was injected in the tt1-2-3. Three months later, patient then got a seventh injection of juvéderm® volite in the lower and middle third with 1 cc juvéderm® volift¿ with lidocaine in the nl1-2-3. Approximately two months later, patient got the eighth round of injection with 1 cc of juvéderm® volbella¿ with lidocaine to the lips. About two to three months after the last injection, patient developed "covid" (unrelated to the device) and their condition included 12 days of general malaise, loss of smell and decreased respiratory capacity, improving without further novelty or hospitalization. Patient absolutely lost all the fillings that had been previously placed. Three months later, another round of injection (ninth) was injection of juvéderm® volbella¿ with lidocaine in the tt1-2-3. After placement, the patient was satisfied, but 15 days later complete depression of the left side was noticed. The next month, an 10th round of 1 cc juvéderm® volbella¿ with lidocaine was injected into the tt1-2-3. The left eye was corrected, but one month later, patient experienced a granuloma in the external left eye area. Patient was treated with hyaluronidase 300 ui that was diluted in 3 cc and 0.3 cc was placed. Hcp advised to wait 1 month and place it once more to replenish. Two months later, the 11th round of injection of 1 cc juvéderm® volbella¿ with lidocaine into the tt 1-2-3 was provided. Three weeks later, patient experienced granulomas in the internal area. Biopsy was not provided for granulomas. The hcp advised patient to wait two weeks and dilute with 0.15 cc hyaluronidase on each side. Two months later, new product was placed to equalize zones. The last round of 1 cc juvéderm® volbella¿ with lidocaine was applied to tt1-2-3. No new events developed. Symptoms are ongoing. This is the same event and the same patient reported under the following MDR ID#: 3005113652-2021-00105 (allergan complaint # (B)(4)), 3005113652-2021-00106 (allergan complaint # (B)(4)), 3005113652-2021-00107 (allergan complaint # (B)(4)), 3005113652-2021-00108 (allergan complaint # (B)(4)), 3005113652-2021-00109 (allergan complaint # (B)(4)), 3005113652-2021-00110 (allergan complaint # (B)(4)), 3005113652-2021-00111 (allergan complaint # (B)(4)), 3005113652-2021-00112 (allergan complaint # (B)(4)), 3005113652-2021-00113 (allergan complaint # (B)(4)), 3005113652-2021-00095 (allergan complaint # (B)(4)), 3005113652-2021-00096 (allergan complaint # (B)(4)). This MDR is being submitted for the 11th suspected product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded.

Event description:
Healthcare professional reports patient first injected with 0.6 cc juvéderm® volbella¿ with lidocaine into the tear trough (tt)1-tt2-tt3 and 0.4 cc to nasolabial (nl)1-2. Approximately three months later, patient received a second injection of 1 cc juvéderm® volift¿ with lidocaine in the nl1-2-3. Approximately 1.5 years later, patient got a third injection of 0.3cc juvéderm® volbella¿ with lidocaine in the lip3 and 0.7cc in the nl 2-3. Three months later, patient received a fourth injection of 1 cc juvéderm® volbella¿ with lidocaine in the lip 1-2-3 and 1.0 cc in the cheek superficial. Three months later, patient got a fifth injection of 1 cc juvéderm® volift¿ with lidocaine in the cheek 1-2 shallow. The following week, a six injection was of juvéderm® volbella¿ with lidocaine was injected in the tt1-2-3. Three months later, patient then got a seventh injection of juvéderm® volite in the lower and middle third with 1 cc juvéderm® volift¿ with lidocaine in the nl1-2-3. Approximately two months later, patient got the eighth round of injection with 1 cc of juvéderm® volbella¿ with lidocaine to the lips. About two to three months after the last injection, patient developed "covid" (unrelated to the device) and their condition included 12 days of general malaise, loss of smell and decreased respiratory capacity, improving without further novelty or hospitalization. Patient absolutely lost all the fillings that had been previously placed. Three months later, another round of injection (ninth) was injection of juvéderm® volbella¿ with lidocaine in the tt1-2-3. After placement, the patient was satisfied, but 15 days later complete depression of the left side was noticed. The next month, an 10th round of 1 cc juvéderm® volbella¿ with lidocaine was injected into the tt1-2-3. The left eye was corrected, but one month later, patient experienced a granuloma in the external left eye area. Patient was treated with hyaluronidase 300 ui that was diluted in 3 cc and 0.3 cc was placed. Hcp advised to wait 1 month and place it once more to replenish. Two months later, the 11th round of injection of 1 cc juvéderm® volbella¿ with lidocaine into the tt 1-2-3 was provided. Three weeks later, patient experienced granulomas in the internal area. Biopsy was not provided for granulomas. The hcp advised patient to wait two weeks and dilute with 0.15 cc hyaluronidase on each side. Two months later, new product was placed to equalize zones. The last round of 1 cc juvéderm® volbella¿ with lidocaine was applied to tt1-2-3. No new events developed. Symptoms are ongoing. This is the same event and the same patient reported under the following MDR ID#: 3005113652-2021-00105 (allergan complaint # (B)(4)), 3005113652-2021-00106 (allergan complaint # (B)(4)), 3005113652-2021-00107 (allergan complaint # (B)(4)), 3005113652-2021-00108 (allergan complaint # (B)(4)), 3005113652-2021-00109 (allergan complaint # (B)(4)), 3005113652-2021-00110 (allergan complaint # (B)(4)), 3005113652-2021-00111 (allergan complaint # (B)(4)), 3005113652-2021-00112 (allergan complaint # (B)(4)), 3005113652-2021-00113 (allergan complaint # (B)(4)), 3005113652-2021-00095 (allergan complaint # (B)(4)), 3005113652-2021-00096 (allergan complaint # (B)(4)). This MDR is being submitted for the 11th suspected product, juvéderm® volbella¿ with lidocaine.